Event description:
Patient reported that their dentist recommended they stop aligner treatment, patient wants to stop treatment. Requested letter of recommendation from patient 3 times with no response.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.